Event description:
(B)(6), 2009, the pt presented to the emergency room with a ruptured abdominal aneurysm. The pt was implanted with one zenith graft and three gore excluder aaa endoprostheses. It was reported that the pt's aortic neck was extremely short. About four hours after the procedure, the pt became unstable and an abdominal exploratory surgery was preformed. A large proximal type I endoleak was revealed and an open repair was attempted without success. During the procedure, the pt died while on the operating table. The exact cause of death is unk but it has been reported that the pt went into electromechanical dissociation and his bowel was increasingly ischemic. The pt was also anuric.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU) the safety and effectiveness of the gore excluder aaa endoprosthesis have not been evaluated in the following pt populations: leaking: pending rupture or ruptured aneurysms. The IFU further states, the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described. Infrarenal aortic neck treatment diameter range of 19 - 29 mm and a minimum aortic neck length of 15 mm. Lastly, the IFU states adverse events that may occur and/or require intervention include, but are not limited to: endoleak and death.